Manufacturer narrative:
(B)(4). Batch #: x94n71. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is an analysis of a set of images submitted to ethicon endo-surgery for evaluation. Image (rekalmation enseal g2, enseal g2 part2 and enseal g2 part3): the images provided by the customer are those of the distal jaw of what appears to be an enseal instrument. A closer look at the clamp arm interface shows the I-blade broken lifted. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. As described in the IFU: do not use excessive force on the closing handle to close the jaws; grasp only as much tissue as will fit between the jaws where the current will pass. Greater amounts of tissue require more closing handle force. Excessive force could damage the device. Please reference the instruction for use for more information. As part of the ethicon endo information surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the preparation on the rectum of the patient the pin (guide of the knife) at the counter bearing flipped up. The generator gave the alarm "replace instrument." No patient harm nor significant surgical delay reported.

Manufacturer narrative:
(B)(4). Date sent: 7/14/2022. D4 batch #: x94m3m. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the nslg2s25 device was returned with the upper jaw detached and it was returned. No damage to the I-blade could be observed. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. Due to the condition of the device returned we were unable to investigate further the replace instrument as reported. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. As described in the IFU: do not use excessive force on the closing handle to close the jaws; grasp only as much tissue as will fit between the jaws where the current will pass. Greater amounts of tissue require more closing handle force. Excessive force could damage the device. Please reference the instruction for use for more information: as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.